Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent an MRI without preparing the device and the device went into backup mode as result. The device was reload and normal device function was restored. No adverse event for the patient and the patient is in stable condition.